Event description:
Physician reports that he was doing a procedure on a patient when he noted that either the syring or the tubing luer lock was broken and was afraid that this failure might lead to patient getting a pneumothorax because the seal would not be tight. There was no patient injury reported in this incident.